Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an issue with his battery or battery cap. He stated that it takes multiple battery changes before his pump will turn back on. A replacement battery cap was shipped to the customer and he was instructed to monitor the issue and call back if he had any questions. Additionally, the customer reported that two years ago, he suffered a severe hypoglycemic event while driving and crashed the car. He did not drive for a while. During that time, his nurse reprogrammed his basal rates and his blood glucose levels have been within normal ranges ever since. No products were returned.